Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted on (B)(6) 2018. The patient's mother stated when her husband got home, he found the patient unconscious and having a seizure. He checked the cgm and the receiver was displaying high and when he checked the patient's bg, the meter was displaying values in the 200's. The patient's mother indicated that the ambulance was called, and the patient was transported to the hospital around 3:00pm where he was treated with glucagon. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined.